Event description:
Two patient samples from the same sample rack were run on the advia 120 analyzer. The operator stated that the sid and the patient name matched correctly in their laboratory information system (lis) but was different on the advia 120 analyzer runscreen. The patient names on the runscreen were supplied from the facility's lis. The operator noticied the mismatch with the patients name and did not repeat the samples but instead matched the samples by the position on the rack and runscreen with sid and patient name from the lis system. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcodes.

Manufacturer narrative:
After analyzing the instrument data, the siemens field service ( fse) determined that the instrument is performing within specifications. The mismatch of the patients ID on the run screen report was caused by the lis sending patient ID's that exceeds 14 characters as required by the product labeling instructions. The instrument is performing within specifications. No further evaluation of device is required.